Manufacturer narrative:
The implanting clinician noted that he is not worried about the stimulator migrating or not functioning correctly. The implanting clinician stated that the patient was referred to follow-up with wound care. After the follow-up, the implanting clinician was informed of the suture granuloma, which was removed, and the patient has not experienced any further issues. The implanting clinician noted that the suturing technique caused the suture granuloma. Based on this information, the issue was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the suture granuloma is due to implanting clinician's suturing technique- user error. Risk document design fmea for scs ((B)(4)) and hra for scs ((B)(4)) was reviewed and tissue/nerve damage is a known issue with mitigation controls in place to reduce risk as far as possible therefore, no CAPA is required.

Event description:
On (B)(6) 2021, the implanting clinician contacted the clinical representative to disclose that the patient had a suture granuloma form on the receiver pocket section of the leg after the implant.